Event description:
It was reported that the patient was having loss of stimulation. An x ray was taken and showed lead migration. Additionally, the implantable pulse generator was no longer taking a charge. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. All explanted devices were discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred in 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6) batch: 18389527/17656534 product family: scs-splitters upn: m365sc3400300 model: sc-3400-30 serial: (B)(6). Batch: 18514167/18560722.